Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold and opening lineal. Leak test and microscopic analysis was performed which identified; striated opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and implant removal due to patient's concern with the product. Device has been explanted.

Event description:
Healthcare professional additionally reported "pain and tenderness."

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient's concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and implant removal due to patient's concern with the product. Device has been explanted.